Event description:
Customer reported via phone call that they woke up in the morning with blood glucose readings over 600 mg/dl. Customer reported symptoms of excessive thirst, urination, nausea and tightness in her chest. Customer called back few days later and stated that she was hospitalized on (B)(6) 2015 and was kept in the observation unit due to high blood glucose readings over 600 mg/dl. Customer stated that they were unable to bring their blood glucose readings down despite blousing with the insulin pump. Customer was treated with insulin drips and manual injections at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Air bubbles were noted in the tubing. Customer further mentioned another incident where they got too much insulin and the blood glucose readings decreased to 37 mg/dl and ended up in the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.